Manufacturer narrative:
The devices were not returned for analysis. A review of the manufacturing records cannot be performed, as the part and lot numbers were not provided. Factors that may contribute to failure to achieve hemostasis include, but is not limited to, poor or partial tissue capture, air knot or enlarged vessel, use of device with inappropriate introducer sheath size, and user fails to ensure vessel access is retained; or inability of the user to visualize the guidewire exit port. The investigation unable to determine the conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: post market clinical follow-up evaluation report vessel closure devices the patient effects referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the device malfunctions. It was reported through a post market clinical follow up evaluation report identifying the proglide vessel closure device that may be related to the following: death, hematoma, stenosis, occlusion, pseudoaneurysm, intervention and failure to achieve hemostasis. Details are listed in the attached article, titled post market clinical follow-up evaluation report vessel closure devices please see the attached post market clinical follow up evaluation report for specific information.